Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic robotic prostatectomy procedure, there was poor staple line formation and the device would not fire. The physician tied three different reloads and none of them would fire more than 15mm. The physician opened another handle, adapter, reload and then over sewed the incomplete staple line. The surgical time was extended by more than 30 min and there was tissue damage due to the device problem. The current patient status is alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five (5) devices. Visual and functional evaluation noted three of the received reloads were partially fired with deformed anvil clamping mechanisms. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.